Manufacturer narrative:
Device is evaluated/repaired in-situ. Evaluation was completed; awaiting results which were not available at the time of this submission the date of manufacture will be provided concurrently with the results of the DHR review method, result and conclusion will be submitted in a follow up submission concurrently with results of the device history record review.

Event description:
This is a case report received on (B)(4) 2010 by baxter (B)(4) technical service from (B)(6), through a supplier (B)(4). Reportedly, on (B)(6) 2010, an aquarius platinum rca sw 6.01, code (B)(4), operating hours 2111 was in storage and connected to the mains 230 volt. The device was switched "off" but the main switch was "on." A burning smell accompanied by smoke was detected. After examination, +12 volt was burned on the secondary power supply. One unit was affected. Sample is available. No patient involved. Event occurred before use. (B)(4). This complaint is being submitted due to the allegation of a burning smell accompanied by smoke.